Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ICD replacement procedure, externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead remains implanted. The patients condition was good after event.